Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer stated that this alarm occurred during bolus. Customer was unable to get insulin to exit the tubing during troubleshooting. Blood glucose level was 122 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.